Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that the patient (pt) was not able to find ins with communicator for the past 2 weeks. They stated they had a colonoscopy 2 weeks ago and could not connect after that. The pt was able to feel the device below the skin but was not able to feel stimulation and needed to increase stimulation. Patient services agent ensured communicator was unplugged from the wall, and walked the pt through proper placement of communicator and ensured blue side was touching implant. The pt moved the communicator in all directions but still got device not responding. They reset the handset and placed the communicator on the right buttock opposite of implant buttock and reported seeing "scan recharger". The pt moved back to the left side and stated therapy screen had come on for a second and then device not responding screen followed a second later. The pt ensured communicator was not moving off implant. They leaned forward and felt for incision and implant site and still received device not responding message. They do not believe it is an external equipment issue. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. Pt inquired about medtronic (mdt) representative being present at appointment; agent sent email to mdt representative.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.